Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the onset. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis. Twenty two days after, antibiotic therapy was discontinued and the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that the patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis. Twenty-two days after the onset, antibiotic treatment was discontinued and the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.